Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a critical pump error and failed battery test alarm. The customer¿s blood glucose was unknown. Troubleshooting steps were provided for critical pump error. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the active current test. Device seated immediately during priming due to moisture damage on the motor. Unable to perform the displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test and occlusion test due to motor anomaly. Device failed the sleep current test due to moisture damage on the electronic assembly. Failed battery test confirmed. Pump error 75 alarmed during self test due to moisture damage on the electronic assembly. Device received with cracked belt clip rail case corner. Device received with missing serial number label. Critical pump error not confirmed.